Event description:
Pt's blood pressure being monitored. Unk to nurse, the arterial blood pressure transducer had fallen off clip and blood pressure readings were falsely elevated and medication had been decreased based on incorrect readings. After event, inspection of equipment found that the holders were warping due to sterilization process. Sterilization ot recommended by MFR.